Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR could not be completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had a set that was leaking from the tubing. They stated that the set was leaking in multiple places when it was being used with a phaseal closed system transfer device. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. (B)(4).